Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 1627487-2022-00785 and 1627487-2022-00787. It was reported the patient passed away on (B)(6) 2022. The patient had ipg implantation on (B)(6) 2022. Manufacturer representative was informed by the patient¿s family that the patient suffered from other medical conditions but did not specify what those were.

Event description:
Related manufacturer report number: 1627487-2022-00785 and 1627487-2022-00787. It was reported the patient passed away on (B)(6) 2022. The patient had ipg implantation on (B)(6) 2022. Manufacturer representative was informed by the patient¿s family that the patient suffered from other medical conditions but did not specify what those were.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the patient underwent a cardiac event following ipg implant. The patient did not stop and start anti-coagulation medications prior to the implantation procedure.